Event description:
It was reported to boston scientific corporation that an uphold (tm) lite device was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014 the patient reported difficulty emptying her bladder. It was confirmed that the issue was not urinary retention, but rather due to a urinary tract infection. The subject was treated with keflex 500mg tid for seven days. The event was reported from the site to be resolved as of (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.